Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on the morning of (B)(6) 2017. The caller stated that they do not know the customer's cause of death; it was very sudden and might have been due to blood infection. The caller stated that the customer was born with heart disease and was diagnosed with kidney failure on friday prior to death. The caller did not know the customer's blood glucose as the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the doctors on (B)(6) 2017. The customer was using sensors however was not wearing one at the time of death. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test , excessive no delivery test and delivery accuracy test. Pump received with no battery installed. Pump received with partially broken reservoir tube lip, cracked battery tube threads, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report. Data analysis: (B)(6) 2017 daily insulin total = 97.075u (B)(6) 2017 daily insulin total = 62.300u (B)(6) 2017 daily insulin total = 51.050u (B)(6) 2017 daily insulin total = 48.450u (B)(6) 2017 daily insulin total = 31.000u (B)(6) 2017 daily insulin total = 23.700u (B)(6) 2017 daily insulin total = 23.700u

Manufacturer narrative:
(B)(4).